Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software will be sent, and training will be available in their tandem source account. The customer will use multiple daily injections as backup therapy to ensure insulin delivery, and a temporary shipping address was confirmed.